Event description:
It was reported the patient experienced discomfort and pain at the pump pocket site. Intervention was device surgical repositioning on (B)(6) 2011. Severity was mild. The outcome was resolved without sequelae. The pump was delivering baclofen bupivacaine and dilaudid.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).